Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked onto the membrane inside the door of a homechoice. This event occurred during set up. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.